Manufacturer narrative:
Patient identifier: (B)(6). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. The field service representative (fsr) performed troubleshooting and observed the cuvette washer dry tip nozzle incorrectly installed on the mounting plate. As a result, the nozzle was unable to travel to the bottom of the cuvette and fully evacuate the water. The fsr reinstalled the nozzle, adjusted the dry tip length, and proactively replaced the high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. No trends were identified for the customer's issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the nozzle, dry (rohs) or the architect c8000 processing module was identified.

Event description:
The customer observed falsely depressed calcium results generated on architect c8000 processing module for a (B)(6) year old patient. The following data was provided: sid (B)(6) initial result = 6.0 mg/dl, repeats = 9.1 mg/dl and 9.1 mg/dl. No impact to patient management was reported.